Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 28-nov-2022 and attached in complaint: the issue occurred prior to use. Date of event updated in complaint to 07-nov-2022. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a double beep, outdated clock battery and marker inside battery compartment. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted the tamper seal was removed/broken. Visual and functional testing confirmed the complaint. A root cause was due to fluid ingression however it was unknown what caused the problem. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced downstream sensor and rear housing assembly. Device passed all functional and delivery tests.